Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of transcripts revealed loss of capture. Loss of capture events were due to autocapture threshold test. The pacemaker had an out of date capture template. No intervention was performed at the time.

Event description:
New information noted that the patient presented via remote transmission. Transcripts revealed that the loss of capture continued. No intervention was performed.